Manufacturer narrative:
Unit p-cap / reservoir locked properly in place. Unit received with damaged battery cap threads, broken belt clip rails, cracked case (battery tube), cracked case-corner of belt clip rails, and broken battery tube threads. Unable to perform displacement test due to battery cap heavily glued to battery tube. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had broken belt clip. The customer stated they were unable to remove the battery cap because it was accidentally glued. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.